Manufacturer narrative:
The investigation is ongoing. A follow-up emdr will be submitted within 30 days of submission of this report.

Event description:
During banding of esophageal variceal varices, the physician used a cook 6 shooter saeed multi-band ligator. It was reported that the bands were not contracting. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation of the prior to use devices was performed only by the video and pictures provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photos and video provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements, the video, and photos describing the event. The first picture provided shows the box and the label matches that in the report. The second picture shows 6 black, loose and constricted bands. The video provided shows two constricted black bands on the table and the user pulling both ends of the trigger cord manually (without an endoscope) on the table, and the 3 remaining bands are deploying and constricting as expected, thus not being able to confirm the complaint. Additionally, 2 sealed devices from the lot number in the report and 10 sealed devices from lot w4840641 were returned and evaluated. Sealed devices #1 - 2, lot w4822517: our laboratory evaluation of the products said to be involved could not confirm the complaint as described, the devices functioned as intended. All components were included on the devices. The devices were functionally tested. The multi-band ligator devices were attached to an endoscope that was placed in a simulated gastrointestinal position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The distal end of the endoscope with the barrel attached was placed in a water bath of 37 degrees celsius to simulate body temperature. Simulated varices were placed at the end of the barrel and vacuum pulled and each band was fired while submerged in the water bath. It was observed that the bands constricted and functioned as intended. A visual examination of the devices was performed. Both trigger cords were examined, and all twelve deployment beads were present on each device. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cords on the devices were measured between the knots and were within the tolerance. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. Sealed devices #3 - 12, lot w4840641: our laboratory evaluation of the products said to be involved could not confirm the complaint as described, the devices functioned as intended. All components were included on the devices. The devices were functionally tested. The multi-band ligator devices were attached to an endoscope that was placed in a simulated gastrointestinal position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The distal end of the endoscope with the barrel attached was placed in a water bath of 37 degrees celsius to simulate body temperature. Simulated varices were placed at the end of the barrel and vacuum pulled and each band was fired while submerged in the water bath. It was observed that the bands constricted and functioned as intended. Device #5 deployed two bands at once onto the simulated varices, however they constricted as expected. A visual examination of the devices was performed. All trigger cords were examined, and all twelve deployment beads were present on each device. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cords on the devices were measured between the knots and were within the tolerance. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved and the lot # for the unused device returned were reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photos and video could not confirm the report. Sealed devices: our laboratory evaluation of the returned, sealed devices could not confirm the report. The bands deployed and constricted as expected. The additional information indicated the user intentionally deployed the bands outside of the patient. This is the most likely cause of this report. The instructions for use (IFU) states, "do not deploy bands prior to advancing endoscope to desired banding site. Deployment of bands outside of the intended banding site may not be representative of in-vivo use and will reduce the number of bands available for use." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends. Additional comments: based on the information provided that the user intentionally deployed the bands outside of the patient, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During banding of esophageal variceal varices, the physician used a cook 6 shooter saeed multi-band ligator. It was reported that the bands were not contracting. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.